Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 84584 and data files were returned and analyzed. The data files returned were not for the reported date of the event and could not provide any information. Visual inspection of the physical product showed that the balloon catheter was intact and had blood traces inside the inner balloon. Smart chip verification indicated that the catheter was used for 10 applications. It was connected to the test console and it failed due to system notice #50011 (refrigerant delivery path obstructed). Further analysis was done, and blood was observed inside the inner balloon. The pressure test revealed a breach on the guide wire lumen inside the balloon segment approximately 1.196 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.